Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the inner insulation had a depression breach. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.